Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure on l4-l5 to address a degenerative disc. It was reported that left l4 was misplaced laterally. The trajectory was resent, but the k-wire was lateral to plan again. The surgeon decided to freehand left l4. There was no patient harm and the procedure was not delayed over an hour.